Event description:
It was reported that there was burr shedding during the procedure. All debris was removed during the procedure. No patient injury reported. A backup was available to complete the procedure.

Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. A review of the device history record was performed which confirmed no inconsistencies.